Event description:
It was reported that the patient stated that implantable pacemaker moves around frequently. Additionally, patient stated that chest still feels uncomfortable, and patient was not feeling well. The patient was referred to the clinic for a device evaluation and symptoms. As of this time, this pacemaker remains in service. No adverse patient effects were reported.